Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a lens vial. Visual inspection found the haptic torn. Claim#:(B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 12.6mm tmicl12.6 implantable collamer lens, - 15.50/+1.0/087 (sphere/cylinder/axis), was torn during loading. The surgeon implanted another same model/length lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.